Event description:
The account alleged that the foot hi/low function is drifting.

Manufacturer narrative:
The account replaced the foot hi/low down valve but the issue remained. The account has not completed repairs.